Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 11-mar-2025. - the report mentions "increased patient pain, increased examination duration". Does this indicate that there was a possibility of the examination being extended and the pain increasing, or did the patient actually report physical pain? Additionally, was the examination time actually extended? Due to the change of the device, it prolonged the time. Because the patient underwent the examination under non-anesthetic conditions, this might have increased the pain of the second operation. But no harm was caused to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 18-feb-2025 pentax medical became aware of event involving a model eg-3870utk, serial number (B)(6) ultrasound upper gi video endoscope in china within the apac region. During an endoscopy, air was pumped into the stomach but failed to dilate. A leak in the endoscope was found, and immediately contacted the facilities department to arrange for another endoscopy. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the event that occurred was leakage from the electrical contacts. When the user discovered the leakage, the examination was immediately halted and rescheduled for a later date. No harm was caused to the patient. Based on the investigation, a potential root cause of this failure is that, due to its long service life and high usage frequency, the electrical contacts had worn out and aged, resulting in leakage. The device was still within the maintenance contract period and was sent to pentax medical shanghai for repair. In the meantime, customer training was enhanced regarding proper usage and reprocessing. Investigation completion and return date: 19-mar-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 15-jun-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 02-jul-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.